Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that customer¿s insulin pump alarmed open boom image after going swimming. Customer¿s blood glucose was 375mg/dl. Customer stated he removed the batt and insulin pump shows a blank screen with red lights blinking. Customer advised to discontinue use of the pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.